Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that a pca syringe infusion of hydromorphone 250 mg/50 ml was programed and was to complete in 1.7 days, however, the infusion completed in 7 hours resulting in an over infusion. The customer further states that the pca is programmed for high concentrations vs. Low concentrations and that they are not sure if the nurse selected the wrong drug or the wrong concentration and whether the event was caused by the device or by the user. The nurse states that low concentration was chosen, however, it was found that high concentration was what was in the system. There was no report of patient harm.

Manufacturer narrative:
Concomitant medical products: disregard 8100 mentioned in the initial report.